Manufacturer narrative:
Trackwise ID (B)(4) updated sections: b4, g4, g7, h2, h6, h10 the lot # 3000325248 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c- ring wouldn't retract back into the cannula for the harvester after dividing a branch. They didn't see anything broken or different. There were no patient effects and they had to open new kits to finish the case.